Event description:
It was reported that the right ventricular lead was re-implanted on the right side along with the device due to lead dislodgement. The patient was stable before, during and after the procedure.